Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation, a faradrive was selected for use. During the procedure, the sheath was inserted inside the patient and air could be removed during the first aspiration. The sheath was replaced, and procedure was completed without patient complications reported. The device is not expected to be returned for laboratory analysis as it was disposed of.